Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent hyperglycemia for several days, with blood glucose readings over 400 mg/dl and a documented value of 536 mg/dl with moderate ketones, while the ilet displayed alerts consistent with delivery motor communication and vibe i2c communication errors, suggesting a failure to infuse related to the circuit board; a manual insulin injection was administered to reduce glucose. Symptoms included no clinical signs, symptoms, or conditions reported beyond the glucose and ketone measurements. Outcomes included no health consequences or impact. Investigation included communication with the user and receipt and inspection of the returned device. Investigation of this device revealed a motor processor communication malfunction within the delivery subsystem consistent with an internal component or electronics fault. It was concluded that the cause was a device malfunction related to the delivery motor communication circuitry.